Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be determined. A root cause for the "e315 error (scope error unsupported scope)" malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e315 error (scope error unsupported scope) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the connecting tube, dirt on the light guide rod, and an e315 error (scope error unsupported scope). There was no patient involvement.